Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter broke during use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
One unused insyte autoguard blood control 20 gauge unit was received from lot 7349907 for evaluation. Our quality engineer visually inspected the returned needle and observed that the needle was retracted and the white button was depressed. There was no physical/mechanical damage found on any of the components. There was no evidence of any adhesive on the button or hub as well as no damage that would contribute to the needle retracting inadvertently. There was no signs of bends, cuts, holes, kinks, splits or wrinkles found on the catheter or needle through the catheter as well as no damage to the outside threads or rim of the luer adapter. Based off of the visual inspection the engineer was unable to verify the reported defect. The engineer was unable to identify a definitive root cause for the reported defect and found no physical evidence to confirm that this was a manufacturing defect. Since a manufacturing defect could not be identified no corrective actions were deemed necessary at this time. A review of the device history record was performed on the reported lot and found no quality issues associated with this lot. Investigation conclusion: no physical evidence to confirm or to support manufacturing process related issues for the defect. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that a bd insyte autoguard bc shielded IV catheter broke during use. There was no report of exposure, serious injury or medical intervention.